Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The caller was the customer's husband who had paramedics come in to help treat the customer. The husband stated that the customer's pump was alarming "no delivery", but the caller did not want to troubleshoot the issue at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.